Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). \without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the ti matrix-mid-face 4mm screw heads were determined to be damaged when the surgeon attempted to insert them. The damaged screws were able to be removed and the patient was reported as being 'fine'. There was a reported fifteen (15) minute surgical delay. Surgeon reportedly did not use anymore screws. Additional information was provided after the surgery, that the screws utilized during the surgery were reportedly broken. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary - four (4) implant fragments were received. Two (2) fragments were screw heads returned without their shafts; the remaining two (2) screws had the tips broken off and the tips were not received. All devices were reported as part number: 04.503.224.01c. Due to the damage, it is not possible to confirm the part number of each of the received devices. The cruciform drives of the screws are damaged and worn from the attempted insertion. The cause of the complaint condition is unknown, but it is most likely due to inserting the screw into hard bone without pre-drilling first. A visual inspection and drawing review were performed as part of the investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned devices are indicated for use in trauma repair and reconstruction of the craniofacial skeleton. Proper use and maintenance for the device(s) are addressed in the device¿s respective technique guide, and it is recommended that the surgeons pre-drill a hole when inserting into dense bone. Drawings for the devices were reviewed. There were no drawing issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history records was unable to be performed since a lot number for the devices was unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.